Event description:
Per complaint (B)(4), a hex tool got stuck within a dental implant during initial placement. The implant was removed. The procedure was completed within the same visit. No adverse patient consequences were reported.